Manufacturer narrative:
Procedure was completed with a back-up lens. No injuries reported such as incision enlargement or vitrectomy. Date of birth: (B)(6) 1937. Age at time of event: (B)(6). Device available for evaluation ¿ yes, returned to manufacturer on 01/09/2017. Concomitant medical products: 1mtec30 cartridge, lot number: cb41388. Device returned to manufacturer ¿ yes. Device evaluation: the intraocular lens (iol) was observed to be cut. Only one part of the iol was received. Residues of what appears to be viscoelastic ovd (ophthalmic viscosurgical device) were detected in the iol. Some scratches were also observed at the optic zone, indicating the device was handled and prepared for surgical use. Visual inspection at 10x microscope magnification was performed. Small particles that could be related to handling the unit out of a controlled environment were observed on the surface of the iol. Some scratches were observed at the optic zone. The iol optic appears cut and ripped. Based on the evidence observed, the condition of the lens is consistent with a unit that has been damaged by the contact of the metal rod tip from the hand piece tool during the surgical process. The reported issue was verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The lens was inserted and removed within the same procedure. All pertinent information available to abbott medical optics has been submitted.

Event description:
A scratch on a zcb00 intraocular lens (iol) was noticed after it was implanted. The iol was then removed in the same procedure. No additional information was provided to abbott medical optics.